Manufacturer narrative:
Concomitant medical products: 0155 lead, implanted (B)(6) 2002, 4087 lead, implanted (B)(6) 2002. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after a routine device upgrade from a implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d), the patient experienced ventricular tachycardia (vt), received three shocks and anti-tachycardia pacing, and presented to the emergency room. The physician stated that the change from minimal ventricular pacing to pacing may have caused the vt. The device was reprogrammed to avoid right ventricular pacing and it remains in use. It was noted that the vt persisted after the programming changes, and the patient was started on medication; there has been no further vt since the anti-arrhythmic medication. The patient was a participant in the attain stability quad study. No further patient complications have been reported as a result of this event.